Event description:
Per pt, during consult patient mentioned that he had a cassette issue. He reported after a cartridge change, not quite 24 hours later pump started beeping. Pt tried the other pump, also was beeping. When he tried to re-start the pump disposable error message. Patient changed the cassette and both pumps have been working fine with no issues. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No, pt using new cassette now; did we replace the cassette? No, pt had add'l cassette; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(4) by pt/caregiver.